Manufacturer narrative:
It was reported that the device "broke while inside of a patient". No injury was reported related to the incident. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Hemostat broke inside a patient.